Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that they experienced high blood glucose of 549 mg/dl as well as drive support cap was sticking out. The customer treated with the needle. Troubleshooting was done for high blood glucose. The drive support cap appears sticking out. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.